Event description:
Pt had an outpatien colonscopy; several hours after the procedure pt complained of headache and nausea. Pt went to the ER and had a CT scan with the diagnosis of diffuse colitis. Pt had to spend a day in the hosp.